Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that there was a recharge antenna failure, no device found message and cable insulation is peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Brazil medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger has historically presented overheating during recharge sessions, and the equipment began to present damage on the insulation near the recharger antenna and box. No mishandling issues to report, or any any environment conditions that may be associated with the reported problem. Troubleshooting was performed: the batteries were taken off and reinserted and the patient controller was reset. A new recharger was tested and no recharge problems were reported. The issue was not resolved at the time of this report. The recharger will be replaced in the future. There was no patient symptoms, complications, or injury associated with this event. No medical/surgical intervention or hospitalization required.